Event description:
It was reported that the customer was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 428 mg/dl. Nurse stated that the customer's infusion set cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2012-05581.